Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level of 25.2 mmol/l. Customer stated that insulin pump had critical pump error alarm. Customer stated that there was no alarm was displayed before open book image was displayed on the screen. It was unknown that auto mode was used or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2020 11:21:08.000, (B)(6) 2020 11:24:03.000 and on (B)(6) 2020 11:24:25.000. Pump error 53 alarm due to software error ((B)(6)). Please see below for pump errors/alarms noted 2 days prior to the event date 09-may-2020 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2020 17:46:00.000 (B)(6) 2020 11:16:18.000 (B)(6) 2020 11:17:19.000 (B)(6) 2020 11:21:11.000 (B)(6) 2020 11:22:17.000, (B)(6) 2020 11:22:44.000 (B)(6) 2020 11:23:00.000, (B)(6) 2020 11:23:14.000 (B)(6) 2020 11:23:27.000, (B)(6) 2020 11:23:41.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2020 11:15:34.000 (B)(6) 2020 11:16:33.000 (B)(6) 2020 11:17:28.000 (B)(6) 2020 11:18:12.000 (B)(6) 2020 11:19:17.000 (B)(6) 2020 11:24:03.000, (B)(6) 2020 11:24:25.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2020 03:17:00.000 (B)(6) 2020 03:27:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2020 11:15:19.000 (B)(6) 2020 11:16:09.000, (B)(6) 2020 11:16:18.000 (B)(6) 2020 11:17:12.000, (B)(6) 2020 11:17:19.000, (B)(6) 2020 11:17:54.000 (B)(6) 2020 11:18:02.000 (B)(6) 2020 11:20:49.000 (B)(6) 2020 11:21:11.000 (B)(6) 2020 11:22:17.000, (B)(6) 2020 11:22:31.000, (B)(6) 2020 11:22:44.000 (B)(6) 2020 11:23:00.000, (B)(6) 2020 11:23:14.000, (B)(6) 2020 11:23:27.000, (B)(6) 2020 11:23:41.000 (B)(6) 2020 11:24:03.000, (B)(6) 2020 11:24:25.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2020 03:48:00.000 (B)(6) 2020 03:58:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Unable to test for low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. Retainer ring damage (a cracked retainer) was confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.